Manufacturer narrative:
Philips has investigated this complaint. A philips remote support engineer (rse) inspected the system remotely and found that the battery in the pdu is non-operational. The pdu is making a beeping noise. Need the check the status of the pdu and its battery. To check pdu onsite inspection was scheduled. A philips field service engineer (B)(4) was canceled as per the servicemax records. No further information regarding the issue. No service has been performed by philips as the customer was out of contract. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not boot up. The device was not in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.